Manufacturer narrative:
H11: corrective data: based on the information provided, it was determined that this event does not meet the definition of a complaint per (B)(4). This event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through patient support center (psc) that a patient with a 23mm 3300tfx aortic valve was diagnosed with severe stenosis after an implant duration of 6 years, 11 months. There is no planned procedure at this time.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.